Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's down button was inoperable. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'the down button is inoperable' was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be that the faulty second blue key on the first row was inoperative. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.